Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported " I'm having all of these problems and will probably need these removed. I do not know the number for them. Lumps under my armpits are swollen and hurt. I can't hold my arms up. I have to hold my breasts up I was told I had fibromyalgia but my breasts are hurting and in pain. I don't know if they came out from under the muscle. I went to a doctor and they said I need them out. I'm scared because of breast cancer." The event of fibromyalgia is considered not related to the device. This record is for left side. Device remains implanted.